Event description:
A home pt reported 1 box of minicaps to be dry. The pt noted the sponges were yellow in color and a small amount of betadine was noted in tubing when connected at the beginning of treatment. However, the pt stated that was used to seeing more betadine than noted in this box of caps therefore, the pt deemed these caps to be dry. Per the pt, no pt injury or medical intervention was associated with this incident.